Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. It became impossible to apply electricity, making it impossible to cauterize blood vessels. The device was supplying energy at the beginning, but it was not working. There was no procedural delay. A new device was issued, and the operation was completed without any problems, and there were no problems for the patient.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000311319 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.